Event description:
End of life. On 23oct2024, rep (B)(6) emailed nmd complaints to report: changed battery due to eol. From p5 to pp7 due to better device longevity. Pts weight 136.7 kg. Ps date:23oct2024. Ppg complaint history review: 23oct2024, a.salem: complaint history search for the last 4 years found prior report(s) on this patient: none it was reported patient's ipg had reached end of life. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.